Event description:
Healthcare professional reported right side "any creases". Device has been explanted.

Event description:
Healthcare professional reported a right side deflation and "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: a curved opening on the anterior and posterior sides, white particles and fold creases. A leak test and microscopic analysis were performed which identified: a sharp opening on the anterior side and a striated opening on the posterior side. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the anterior side (valve bond edge) due to an unidentified (tear) opening, a striated opening on the posterior side due to surgical damage consistent with the use of some surgical tool, and creases were observed but have no relationship with manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.